Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5169856.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high pacing impedance. Programming changes were suggested. No intervention was performed and the patient will be further monitored. There were no patient consequences.